Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered painful intercourse, burning pain shooting down legs, bladder and urinary tract infections, incontinence, vaginal pain and pressure, and bloody discharge. No further information has been provided.